Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay user/patient contacted lifescan alleging the one touch ultra 2 meter displayed the "error 3" and "error 5" messages. The medical surveillance specialist was not able to contact the patient to obtain/clarify information. The patient said the issues occurred the day prior at noon. Sometime that afternoon, the patient reportedly felt sweaty and stressed. The patient did not take any action regarding diabetes treatment due to the issue. The patient took tylenol. The patient mentioned she self-adjusts her insulin. It was determined during the troubleshooting telephone call the error 3 issue was resolved through troubleshooting. The error 5 issue was resolved only by retesting with a new vial of test strips. This complaint is being reported because the patient stated she felt symptoms that may be indicative of hypoglycemia after the issue began.